Event description:
The #10 knife blade broke while dr. Was using it. Pieces recovered and placed in specimen cup labeled with patient information.

Manufacturer narrative:
No catalog item or lot number given. User facility will not release the device for analysis. Without analysis of the device, no conclusion can be drawn as to the cause of this event. Broken scalpel blades occurring as a result of a surgical procedure are typically attributed to the blade being bent beyond its physical properties. During the manufacturing process hardness and ductility are part of the routine in-process verification to assure proper strength of the blade. The processes have been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections and samples to ascertain that the process is in control.